Event description:
It was reported that the patient presented to the emergency room after the patient alert triggered. Interrogation showed that the right ventricular (rv) lead's superior vena cava (svc) measurements were high out of range. It was noted that provocative testing was negative. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis found that the defibrillator superior vena cava (svc) coil was fractured/flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.